Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of (250 mg/dl) the customer delivered a bolus to stabilize bg level. During the call with tandem technical support (cts), the customer declined to further troubleshoot and stated to be in contact with health care provider (hcp) on factors that may affect bg level and will discuss with hcp settings on the pump.